Event description:
Consumer received call from animas regarding a new insulin pump that they were offering that was faster, had more memory and an additional 500 foods in its memory. They were offering her the upgrade. She requested that they send her paperwork on the pump for her to read up on. She received the paper work and read it thoroughly and decided to order the new pump ir1250. She ordered the pump but did not receive it until 2 mos later. The pump she received was a refurbished pump ir1200, which is the same pump that she already has, instead of the ir1250 which was ordered. The serial# on the new pump she received and a date on it of 8/2004, is the same date that is on her current pump, ir1200. Nowhere in the paper work, that animas sent her, does it say that the ir1250's are refurbished pumps. It states that they are new pumps. She feels that it is false advertising and she is going to return the pump to the co.